Event description:
It was reported that the system 9800 has intermittent dark screen images. Further reports from the bio med department that the system went to max kv and ma and appeared to be producing x rays but this could not be confirmed. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated although error logs did show record of node disconnects and kv and ma errors of zero. The system was tested and found to be working as intended and placed back into service.